Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the complaint of the syringe module infusing at a higher rate than the ordered rate was confirmed through review of the provided pcu logs. Review of the provided pcu event log showed on 29 march 2024 at 11:05 pm, the syringe module received a remote IV for an intermittent primary infusion of ampicillin (drugid= 31; 115 mg/2.3 ml) to infuse in a duration of fifteen (15) minutes (intended rate = 9.2 ml/hr). The user selected a bd 5ml syringe with an available volume of 4.3574 ml and manually adjusted the programmed vtbi to infuse all which resulted in a calculated rate of 17.4296 ml/hr, higher than the ordered rate. Review of the provided pcu event log showed the data was edited prior to investigation to only show the events for 29 march 2024; other edits to the data were observed including changes to some text color and colored highlighted of some cells. The complete unedited logs and the associated devices were not returned for investigation. Review of the provided pcu error log showed no errors were recorded on the reported event date. Screenshots from unknown sources were provided that showed the remote programming details for 29 march 2024 at 11:05 pm had the intended rate of 9.2 ml/hr for 15 minutes but, due to the user selecting ¿all¿ for vtbi (4.3574 ml for 15 minutes), the actual rate was calculated higher as 17.4296 ml/hr (shown as 17.43 ml/hr). Bd principal interoperability consultant reported the medication was mixed in a 5ml syringe with a volume of 4.3574ml in the syringe. The volume should have been 2.8ml. It is unknown how this occurred. Per report, nurses do not typically mix at the bedside; the medication would be mixed and dispensed by pharmacy. The facility's pharmacy department is reportedly investigating. Inspection and laboratory testing could not be performed because no devices were returned for investigation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of the syringe module infusing at a higher infusion rate than ordered rate was identified as due to user programming. Although the infusion was received via interoperability with the intended programming volume of 2.3 ml at a rate of 9.2 ml/hr, the user manually changed the vtbi to infuse the entire available volume in the syringe in a duration of 15 minutes resulting in a higher calculated rate of 17.4296 ml/hr.

Event description:
It was reported that the medication infused at higher than ordered rate. The bd interoperability consultant reviewed the data files and determined the clinician used interoperability and the pump was programmed correctly based on the order, however the clinician manually adjusted the volume to be infused using the "all' feature and infused the 4.3574ml from the syringe instead of the intended 2.8ml. There was patient involvement but no harm. Bd received additional information through bd tech support. It was reported that an order for ampicillin 115 mg syringe (volume 2.3 ml) to administer at 9.2 ml/hr. Over 15 minutes. According to the report, the alaris data showed medication infused at 17.4 ml/hr. And vtbi was programmed as 4.36 ml. The rate 17.4 ml/h was recorded in the mar. There was a dose mar alert and mar-pump mismatch alert, but it was overridden with a comment, "inadequate supply for ordered dose/rate".

Event description:
It was reported that the medication infused at higher than ordered rate. The bd interoperability consultant reviewed the data files and determined the clinician used interoperability and the pump was programmed correctly based on the order, however the clinician manually adjusted the volume to be infused using the "all' feature and infused the 4.3574ml from the syringe instead of the intended 2.8ml. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the medication infused at higher than ordered rate. The bd interoperability consultant reviewed the data files and determined the clinician used interoperability and the pump was programmed correctly based on the order, however the clinician manually adjusted the volume to be infused using the "all' feature and infused the 4.3574ml from the syringe instead of the intended 2.8ml. There was patient involvement but no harm.